Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The philips field service engineer (fse) inspected the system on site and confirmed that c-arm was unable to move. Upon troubleshooting fse found that the longitudinal motor was broken. To resolve the issue, fse replaced the stand motor and recalibrating the longitudinal movement. The system was returned to use in good working order. The codes were updated based on the investigation outcome.